Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/28/2014: low force sensor resistance.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: investigation revealed the pump was not detecting the correct force. The pump was opened for further investigation and revealed the force sensor resistance was within the required specifications. There was no evidence of contamination affecting the force sensor unit.